Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The insulin pump was received with stuck in the motor error loop during bolus/basal delivery and motor position error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unexpected restart error, occlusion, and excessive no delivery tests were all unable to be performed due to motor error alarm. The device was received with cracked case at the display window corners, cracked battery tube threads, scratches on the lcd window, missing end cap sticker and bleeding lower portion of lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call motor error alarm, high blood glucose levels and hospitalization. Customer's blood glucose level was 737 mg/dl. Troubleshooting for motor error alarm was performed. Customer's mother advised during the rewind process they received the motor error alarm. Customer went to the hospital as a result of high blood glucose levels and was placed on insulin drip. Customer did not receive enough insulin from manual injection and was under stress. Customer experienced diabetic ketoacidosis. Customer was off of the insulin pump for 3 weeks prior to the hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.